Event description:
It was reported the patient felt stimulation and vibration in his stomach area while receiving (B)(6) or greater symptom reduction in his legs and back. The patient¿s ¿stimulation only worked for one week after implant.¿ the patient also reported that his stomach ¿hurt really bad¿ and that when his daughter touched his stomach ¿it really hurt.¿ about one week prior to report the patient¿s healthcare provider (hcp) had reportedly ¿drained massive amounts of blood¿ from the patient. The patient had reportedly been in two auto accidents since implant. One day after surgery, the patient¿s lead site reportedly reopened after his ¿nurse hit the area where the leads were.¿ additionally, the patient reported that ¿one time his wife hit the lead.¿ the patient reported that ¿if pressure was applied to the lead site, the coverage would go to his back.¿ impedance testing found the ¿impedances of all contacts were in the normal range¿ and the overall condition of the implantable neurostimulator (ins) was ¿well.¿ x-rays were performed and it was confirmed there was ¿no migration¿ of the patient¿s lead. The leads remained implanted ¿on the midline of t6-t9.¿ reprogramming was attempted, but the patient was ¿not completely satisfied with it¿ and continued to experience stimulation that ¿made his stomach feel uncomfortable¿ as of a week after initial report. The patient also reported experiencing a burning sensation and a ¿warm sensation in or around the ins pocket during recharging.¿ this had occurred for the patient since implant, despite the patient using gauze on the site and attempting to suspect the recharger over the ins site so that it didn¿t touch the skin. The patient had reportedly once measured his skin temperature as 104 degrees fahrenheit. The patient noted the ¿stimulation worked during the trial, however he was constantly adjusting¿ it. The patient¿s physician had scheduled a revision procedure to ¿adjust his lead position,¿ however the patient cancelled the procedure and had yet to reschedule as of 27 days after initial report. Additional information has been requested, but was unavailable at the time of this report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3777, lot# unknown, product type: lead. (B)(4).